Event description:
Patient received bone void filler during a dental procedure and developed a post-op abscess. The graft material was explanted and the patient was treated with antibiotics. It was reported that the dentist also implanted product from this same unit in two additional patients within the same week.

Manufacturer narrative:
This medwatch report was completed using the information provided by the initial reporter/healthcare professional. Any missing or incomplete data is the result of the information not having been provided by the reporter. The product information for use state: "each unit is intended for single patient, single use only." Manufacturing records were reviewed and indicated that the subject lot of product was manufactured per procedure and met all specifications and release criteria. All critical processing parameters were met during the manufacturing of the product, and there were no irregularities associated with manufacturing. Donor records were reviewed (B)(4). The subject donor was appropriately screened and tested in accordance with osteotech's donor suitability criteria. The donor tissues had no bacterial growth on recovery cultures and all serologic tests had negative test results. (B)(6), the tissue recovery organization which provided the donor tissues to osteotech, was notified of this report and neither they, nor osteotech has received any additional reports of infection involving tissues procured from the subject donor. Two additional MFR reports (#2246640-2011-00022 and #2246640-2011-00023) have been submitted by osteotech for the other two patients involved in this report.